Event description:
It was reported that the patient presented with right ventricular (rv) lead that was exhibiting intermittent capture. No changes or intervention was reported. There were no patient consequences.